Event description:
Middle-aged female with history of left breast cancer. Procedure: infusion therapy. The primary tubing broke in half toward the end of the tubing closest to the attachment to patient. Tubing was being primed with saline. No known harm to patient, another set used. Manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter) will obtain.